Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was not providing adequate urethral coaptation. The cuff was explanted and replaced with a larger cuff. The remainder of the device remains implanted. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Updated: d4 model number, d4 lot number, d4 catalog number, and d4 unique identifier.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) was not providing adequate urethral coaptation. The cuff was explanted and replaced with a larger cuff. The remainder of the device remains implanted. No patient complications were reported.